Event description:
It was reported that this inner guiding catheter was damaged while the physician was cutting the sheath. This guiding catheter was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.